Event description:
It was reported that during startup, the ventilator was generating alarm for a restart ventilator, it was found during repair that there was a power failure that caused the alarm. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned dc/dc and standard connectors printed circuit (pc) board, monitor pc board and control pc board has been completed. No device logs were received. During functional tests using a reference ventilator, it was confirmed that all returned pc boards were malfunctioning and the ventilator alarmed "restart ventilator". During further tests of the dc/dc and standard connectors pc board, it was installed together with reference control and monitor pc boards in the reference ventilator. Both these reference boards were destroyed as a consequence of this. Electrical measurements on the power output pins on the returned dc/dc and standard connectors pc board (the board convert the internal +12 v dc supply voltage into other internal dc supply voltages) showed that the +/-12v, +/15v and +3.3v dc power output feeds were all pulsing. A 6v pulse train output where a +3.3v dc output signal was expected was the probable cause for the returned monitor pc and control pc boards to break. The problem was traced to a superimposed disturbance on a +/-12 signal on the dc/dc and standard connectors printed circuit (pc) board. If an internal power failure at +3.3v, +5v and/or +/-12v occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. The conclusion in this matter is that the returned dc/dc and standard connectors pc board malfunctioned and caused both the returned monitor and control pc boards to break. The failing component on the dc/dc and standard connectors pc board was not determined.

Event description:
(B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.